Event description:
It was reported that a dissection occurred, resulting in an additional surgical intervention. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system was selected for use. It was reported that during the procedure, after initiating reverse flow and clamping the carotid, the 0.014" guidewire could not be advanced. Angiography revealed a dissection, and attempts to navigate the guidewire through the true lumen were unsuccessful. The dissection was unable to be attributed conclusively to either the nps or the gw. The procedure was converted to carotid endarterectomy (cea). No patient complications were reported.